Manufacturer narrative:
This follow up report is to reflect the correction of results code to fracture problem.

Event description:
It was reported the device had accessible sharp metal edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the device had accessible sharp metal edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.